Event description:
It was reported that the patient experienced a loss of therapeutic effect. Impedance testing found all impedances >4000, and it was decided to remove the system. During explant the lead fractured, and the distal segment was left in the body of the patient. The proximal segment was visibly broken near the connection with the extension. After the partial explant of the lead, the physician was going to trial the patient for therapy using the other side.

Manufacturer narrative:
Lead model 3889-28, lot# unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2012; extension model 3095-10, lot# unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).

Manufacturer narrative:
Analysis of lead model# 3023 lot# unk showed that all conductors were broken at the tines. The proximal portion of the connector end of the lead was stretched and the insulation was torn under the connector. An open circuit was also observed.

Manufacturer narrative:
Additional analysis of the distal end of the lead that was left in the patient's body indicated that the condoctors were broken 4.3 cm form the distal end, at the tines.

Event description:
Additional information received reported the lead segment that had remained in the patient was explanted on (B)(6)-2012. A new implantable neurostimulator and lead were implanted at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.